Manufacturer narrative:
This event was initially incorrectly assessed as not reportable. Subsequently, the event was reassessed and determined to be reportable. Thus, the reason for the late submission. The device was evaluated. A service engineer (se) evaluated the device at the customer site. The se tested the device with no observations, all testing passed and device has not repeated the reported issue. Subsequently, all testing was completed successfully. No further observations noted, the device was deemed ready for normal customer use.

Event description:
It was reported that, during onsite case support a device user plugged some additional equipment into the same outlet as the metra was plugged in (red outlet). The metra completely shut off. The device user called the clinical specialist (who had briefly stepped out) at which point the device had already come back on and began alarming. Device user placed the terumo in operate and restarted the perfusion. This took place after the metra was unplugged and moved to a different or without issues. Afterwards the metra was unplugged to make sure it switched over to batteries and experienced no issues. Advice given to recheck her labs sooner than later to make sure the liver was not affected.